Event description:
It was reported the pt was experiencing a return of symptoms and sciatic pain on the side of the ins. The pt had 2 accidents the previous day. There was also intermittent stimulation. The pt could only feel stimulation when the antenna was over the implant. The device was replaced due to "electronics." The rptr stated the lead was dislodged. The pt was doing "good."

Manufacturer narrative:
(B)(4).